Manufacturer narrative:
Pharmacovigilance comment: the serious event of infection was considered expected and possibly related to the treatment. Seriousness criteria includes hospitalization. The non-serious events of implant site mass, implant site swelling, implant site discoloration, implant site erythema, implant site pain and vision blurred were considered expected and possibly related. The non-serious event of headache is unexpected for restylane defyne and is possibly associated with the infection. Potential contributory factors to the episode include injection procedure. The case is upgraded to serious based on information received on 06-dec-2017 and meets the criteria for expedited reporting to the regulatory authorities. Engineering comment: no corrective/preventive action is needed. Manufacturer narrative: lot number was not reported and trending on batch cannot be performed.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 29-nov-2017 by a physician and a follow-up report by the patient on 06-dec-2017 which refers to a female aged (B)(6). Medical history was not provided but she took synthroid [levothyroxine sodium] for an unspecified thyroid disorder and zyrtec [cetirizine hydrochloride] for unspecified allergies. On (B)(6) 2017, the patient had received dysport for wrinkles. On (B)(6) 2017, the patient received treatment with 1.0 ml restylane defyne (lot unknown) and 0.5 ml of restylane refyne (lot unknown) to the upper cheeks, nasolabial folds and tear troughs with an with unknown needle and unknown technique. Twenty five days later, on (B)(6) 2017, the patient reported that she did not like results(patient dissatisfaction with treatment); she stated that she was too swollen/puffy(implant site swelling). The hcp was consulted and he injected the patient with an unspecified amount of hyaluronidase [hyaluronidase]. Thirty one days later, on (B)(6) 2017, the patient reported the development of a big lump/bump(implant site mass) on her left cheek area. The hcp recommended a treatment with zyrtec. Forty one days later, on (B)(6) 2017, the patient continued to have the large lump/bump and also experienced a black eye(implant site discolouration). Sixty four days later, on (B)(6) 2017, the patient experienced redness(implant site erythema) and swelling from her left tear trough down her left cheek area. She reported this to a third hcp who diagnosed her with an infection(infection). The hcp prescribed an unspecified antibiotic for treatment. Eighty one days later, on (B)(6) 2017, the patient saw a fourth hcp who recommended getting images of her face. Eighty one days later, on (B)(6) 2017, the patient received a CT san and an x-ray. The results of these were unknown at the time of the report. In follow-up report dated 06-dec-2017, the patient reported that the doctor had hit a blood vessel and she had a black eye for three weeks. She was treated with arnica [arnica montana]. On (B)(6) 2017, she went to see her doctor to have the restylane removed; she had a lump on her left eye. On (B)(6) 2017, she saw her doctor and received hyaluronidase in the tear trough of her left eye, to get rid of the lump. On (B)(6) 2017, she saw an ophthalmologist because her left eye was swollen, red, tender/painful (implant site pain). She started on doxycycline [doxycycline], sulfamethasol [sic] [sulfamethoxazole], prednisone medrol pack [methylprednisolone], and mupirocin ointment. On (B)(6) 2017, she went to the ER (emergency room); a CT scan was done and it was clearing up, but then on (B)(6) 2017, the lump and pressure on her left eye started reappearing after the antibiotics were finished. On (B)(6) 2017, she went back to the ER; her eye was blurry (vision blurred), red, tender and she had headaches (headache). She was treated with IV (intravenous) antibiotics: vancomycin [vancomycin] and zosyn [piperacillin sodium/ tazobactam sodium]; these symptoms resolved and she was discharged on (B)(6) 2017. She was now on minocycline 100mg quantity 42 and methylprednisolone. She had a follow-up examination with her doctor on (B)(6) 2017 and with an infectious disease doctor on (b)96) 2017. She also had a CT scan on (B)(6) 2017 about her eye. Outcome at the time of the report: lump/bump was not recovered/not resolved. Did not like results was not recovered/not resolved. Swollen/puffy was not recovered/not resolved. Black eye was resolved. Redness was resolved. Infection was not recovered/not resolved. Tender/painful resolved. Blurry resolved. Headaches resolved. Tracking list: v.1 06-dec-2017: concomitant meds, previous dysport injection, patient report of reaction, three events added, antibiotics specified, ER visits with hospitalization, scan dates.